Event description:
Caller reported a malfunction on the pump, which was identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, with values not exceeding 500 mg/dl (27.7 mmol/l). The customer will continue to use current pump.